Manufacturer narrative:
No blank display anomalies or critical pump error alarms noted during testing. Device passed displacement test and rewind test. Device received with high sleep current measurement, active current measurement and pump error 75 alarmed during self test due to severe corrosion on electronic board stack. Device received with early seating during drive testing due to severe corrosion on force sensor assembly. Unable to perform basic occlusion test, force sensor test, occlusion test, due to seating anomaly. Moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Insulin pump also received critical pump error alarm. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring is neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.